Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator could not recognize alternate current power. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 13sep2018. The biomedical engineer replaced the power supply to address the reported problem.